Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted; if explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. (B)(6). The intraocular lens (iol) is not returning for evaluation as it was destroyed by the customer; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation / push of the plunger, a part of the rim of the intraocular lens (iol) broke off. The lens was cut up from the patient's eye and removed. No patient injuries were reported. Through follow up it was learnt that no vitrectomy or incision enlargement were performed and the lens was removed and replaced successfully during the same surgical procedure. The patient outcome was expected to be good and the removed lens was destroyed by the surgery center. No additional information was provided.